Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, ¿dislocation and subluxation due to inadequate fixation and improper positioning.¿

Event description:
Legal counsel for patient reported that patient underwent total right hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2012 due to patient allegations of pain, swelling, lack of mobility, loss of range of motion, damage to surrounding bone and tissue, and elevated metal ion levels. A review of invoice history confirmed both surgery dates and that the acetabular cup, modular head and taper insert were removed and replaced with competitor acetabular components and a biomet ceramic head. A review of invoice history further indicates that a revision procedure was performed on (B)(6) 2012 to remove and replace the ceramic head and taper for an unknown reason. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information provided in patient medical records indicate right hip revision performed on (B)(6) 2012 was due to instability. The patient's operative report noted a retroverted acetabular component. Additional information provided in patient medical records indicate right hip revision was performed on (B)(6) 2012 due to pain and dislocation. The patient's operative report noted liner dissociation.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 4 of 4 mdrs filed for the same patient (reference 1825034-2014-01346 / 01348 & 01350).

Event description:
Legal counsel for patient reported that patient underwent total right hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2012 due to patient allegations of pain, swelling, lack of mobility, loss of range of motion, damage to surrounding bone and tissue, and elevated metal ion levels. A review of invoice history confirmed both surgery dates and that the acetabular cup, modular head and taper insert were removed and replaced with competitor acetabular components and a biomet ceramic head. A review of invoice history further indicates that a revision procedure was performed on (B)(6) 2012 to remove and replace the ceramic head and taper for an unknown reason. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.